Manufacturer narrative:
Corrected information has been provided in d4 (serial).

Event description:
A 56 year old male with acute myocardial infarction complicated by cardiogenic shock, consistent with pre support scai shock stage e, was supported with an impella 5.5 system (implanted (B)(6) 2026 at 14:30 via right axillary surgical arterial access). During support, the clinician reported that the automated impella console (aic) touch elements became unresponsive, preventing adjustment of the p level. Concurrently, a high purge pressure alarm (¿high purge pressure / purge system blocked¿) was noted with a reported purge pressure of approximately 1050 mmhg. The purge cassette was exchanged; however, this action did not resolve the issue. Per abiomed medical office recommendation, tissue plasminogen activator (tpa) was added to the purge, after which the purge pressure issue resolved. Dextrose concentration, purge heparin concentration, act values, and presence of purge line kinks at the time of the event were unknown. The device was not removed due to the reported failure mode. A recent software update was identified as a possible contributing factor related to the aic display/touchscreen issue. The patient expired while on support. Based on the information reported, the event involved an aic display/touchscreen non responsiveness and a high purge pressure alarm that resolved following tpa administration per established medical guidance. The death is conservatively being reported to the automated impella 5.5 but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support. This impella 5.5 device report is one of two devices associated with the event. The medical device report on the impella aic controller is in process.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The root cause of the purge pressure high alarms was not determined due to lack of sufficient clinical details, inconclusive evidence from the partially returned data logs, and unreturned product for further investigation.